Manufacturer narrative:
Analysis of the returned device shows that all fas present 2 marks at the bottom of the rod canal coming from the rod. Both rods present 2 marks coming from the setscrews at their posterior side and 2 contacts with the fas rod canal at its anterior side. All setscrews present worn surfaces at the flat bottom which are consistent with the tightening of the rods. No pre-existing defect has been identified on the returned implants. The observations suggest that the rods have been connected properly to the fas.

Manufacturer narrative:
Implant date: (B)(6) 2008. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent an unknown procedure to treat osteosynthesis in pathological fracture due to metastatic breast cancer at t7 level. Screw migration occurred and is thought to be due to the patient having cancer.